Event description:
Spontaneous, possibly defective tubing. Patient noticed that she had a larger air bubble, about three-fourths of an inch, in her extension tubing. The tubing also had smaller bubbles as well. Patient then saw that her cassette was filled with bubbles. She was able to remove the bubbles from the cassette and she changed her tubing. No other information known. Prescriber has not been notified. Did the product fault occur while in use with patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we [MFR] replace device? No, patient had extra tubing on hand. Did the patient have backup they were able to switch to? Yes. Was the patient able to successfully continue infusion? Yes. Is the infusion life-sustaining? Yes. Outcome: resolved, having nursing contact patient to check her technique. Reported to (B)(6) by: patient/ caregiver.